Manufacturer narrative:
Trackwise (B)(6). He device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed. The harvester was using the hemopro and all was going very well. They had finished cutting and ligating in the upper half of the leg and was flipping the device to do the bottom side. The tip of the jaws were unknowingly sticking out passed the btt and caught on some tissue, and as they flipped the device the jaws broke (snapped) at the joint of the jaws and the shaft of the cutting tool. Nothing fell off into the patient tunnel and needed to be retrieved. The harvester feels like the device was performing well and as intended and that this was an accidental error that lead to the device breaking and not an actual device defect or issue. Case was completed using a new device. No patient harm.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/27/2022. An investigation was conducted on 11/02/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting device handle and jaws. The black shaft of the harvesting device was observed to be cracked above the tip, exposing the inner contents of the shaft. The clear silicone insulation of the jaws was observed to be intact with no visual defects observed. A mechanical evaluation was conducted. The toggle of the harvesting device was unable to be manipulated to open and close the jaws due to the break in the shaft. Due to the mechanical issue, the inside of the jaws and heater wire were unable to be observed. Based on the returned condition of the device as well as the investigation results, the reported failure "break", as well as the analyzed failure "mechanical problem", was confirmed. The lot # history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.